Event description:
During a routine device exchange, lead damage was reported on the right atrial (ra) lead. The damage was visually confirmed. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of ¿lead is damaged¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the found two external insulation abrasions breaching the outer insulation and exposing the outer coil both proximal to the suture sleeve tie impression. The cause of the reported event was due to external insulation abrasion consistent with friction to the device can.